Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion certified service technician was unable to verify the customer's reported issue. Model lap top ventilator 1150 passed all testing and met all carefusion manufacturer specifications. Internal inspection does not reveal any abnormalities with the ventilator. Review of event trace reveals multiple ¿lo peep1¿ ranging from august 30, 2016 to september 12, 2016. The event trace contains no unusual alarm types or incident counts. All event trace entries are consistent with normal ventilator operation.

Event description:
The customer reported model lap top ventilator 1150 was delivering lower positive end expiratory pressure (peep) than what was set to deliver while connected to a patient. The patient was removed and placed on a back up ventilator. There was no patient harm associated with the reported malfunction.